Manufacturer narrative:
A review of manufacturing records and component records for this product lot indicate no nonconformances were identified for any components or device system. The device was returned to egs and evaluated. A forensic analysis of the helical retractor assembly showed no evidence of a required weld between the centering component and the hub. This is the first occurrence of a missing weld on the centering component to hub assembly out of approximately (B)(4) manufactured products. This failure mode is being monitored for future trending. This is being reported as medical intervention was required to remove the centering component to preclude permanent damage to a bodily structure.

Event description:
The physician reported the centering component of the helical retractor present in the patient's gastroesophageal junction tissue during the post-egd after a successful tif procedure. The physician used an endoscopic grasper through the working channel of the endoscope to retrieve the centering component. There was no patient injury associated with this incident.